Manufacturer narrative:
(B)(4). Date of event: peritonitis even occurred on an unreported date in 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated with unspecified injection for the peritonitis event. At the time of this event, the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available.